Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2013-03783, 2134265-2013-03826. It was reported that during an intravascular ultrasound (ivus) procedure, the motor drive unit (mdu) was unable to perform automatic pullback. During the ivus procedure, the motordrive of the ilab system did not pullback automatically. No patient complication was reported.